Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had a return of symptoms (throwing up, being on IV fluids, being sick). They recently saw their doctor and stimulation was increased. The patient inquired if the therapeutic benefit lessened the longer the battery was implanted. Patient services reviewed info. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue no further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation.  It was reported at the end of (B)(6), patient's symptoms returned, vomiting and did see managing doctor on (B)(6) 2020 who made an adjustment. At that appointment, caller was told that ins battery is getting low, less than 3 months. It was further stated that the patient vomited before and after the procedure and that her pain wasn't managed well. Caller said that patient's symptoms resolved. Additional information was received from a patient's representative who reported that over time, after the second implant patient developed an infection around incision site as patient is allergic to steri-strips and surgical glue. Caller said they noticed that incision had festered and partially opened. Caller said that due to distance, they had a phone consult with physician however they ended up going to the emergency room where patient was given IV antibiotics and then was sent home with antibiotics. Caller said that over time, it did resolve itself. Infections cleared. No further complications were reported/anticipated at this time.